Manufacturer narrative:
It was noted that the device is not available for evaluation due to the hospital's policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding an allergy/reaction involving a v40 cocr lfit head 40mm/+4 was reported. The event was not confirmed. A review of the device history records could not be performed as the reported lot ID was incorrect. Implant sheets were requested however none were received. Medical records received and evaluation: a medical review was performed based on the case description and indicated that the root cause of failure could not be established based on the current set of information. "Issue with revision of accolade stem with cocr femoral head and poly insert 1-year post primary arthroplasty in an (B)(6)-year old male patient with unknown weight or height. Revision indication was provided as pseudotumor and pain. During revision surgery trunnion corrosion was observed. No x-rays are available for review and no explants were returned for investigation. Several aspects regarding the revision indication with pseudotumor and pain, the potentially involved blood metal levels and the observed trunnion corrosion during revision surgery were discussed. No implants were returned for investigation which is the only adequate technique to differentiate the observed black staining from other sources than just corrosion. Hope these comments provide an adequate reference frame for this case to put all relevant aspects in the proper perspective even if many other aspects of the case remain somewhat obscure due to lack of clinical information and as such a firm root cause of failure cannot be established with the current set of information." Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that there was a right hip revision because of pseudo tumor and pain. Once in found metallosis of the trunion.

Event description:
It was reported that there was a right hip revision because of pseudo tumor and pain. Once in found metallosis of the trunnion.